Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking sensation on the right side below her rib cage when her device was on and off for the past few weeks. It was noted that she uses her stimulation all the time. Add'l info has been requested.